Event description:
Unit will not turn on.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the eval of the device. Attempts to acquire the required pt info are ongoing.